Event description:
It was reported that during a lower limb angioplasty procedure for treatment, difficulty to remove the catheter occurred. A mustang 5.0 x 40, 135cm catheter was used to perform a lower limb angioplasty. The lesion was reported to be a long lesion, with 65 to 70% stenosis. The balloon was inflated at 24atm for less than 10 seconds. Inflation and deflation were efficient; the balloon was fully deflated when trying to remove. On withdrawal the balloon jammed and was difficult to re-enter the sheath. Sheath and catheter were removed together. No kink was noticed on the sheath or on the catheter once removed. The dilatation was reported effective. The lesion was long and another same device was used to complete the procedure. The patient remained stable and no complication has been reported.

Manufacturer narrative:
(B)(4). The device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).